Event description:
It was reported that during a low anterior resection procedure, the device cut but, the staples malformed. The surgeon put overstitches to close the tissue. The case was completed with a same like device with no patient consequence.